Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 60-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The sterile sleeve of an impella 5.5 pump detached during patient support. It was believed that the sterile sleeve may have come loose when the patient was exercising. The sleeve was reattached in sterile fashion and support continued. There were no reports of patient harm.

Manufacturer narrative:
The investigation into the product damage (guidewire damage - great vessel) issue has been completed. The device was not returned for investigation. Per the clinical information provided, the root cause of the sterile sleeve damage issue was most likely use related to excessive force supposedly happened while patient was exercising.